Event description:
It was reported that the transfer set separated from the home patient's (hp) catheter, causing a leak. This occurred while the patient was connected for peritoneal dialysis therapy. The nurse stated there were no issues noted with the devices involved. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested but is not available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.